Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: dtba1d1 crt-d, implanted (B)(6) 2014. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead was oversensing in the form of noise and short ventricular intervals. Electromagnetic interference was also observed on the cardiac resynchronization therapy defibrillator (crt-d) and thought to be due to electric toothbrush use. It was also reported that the left ventricular (lv) lead was exhibiting low impedance. The crt-d and leads remain in use. No patient complications have been reported as a result of this event.